Event description:
It was reported that the 9400 system had a charger errors, and battery pack needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer replaced charger board and batteries were replaced. A follow up report will be filed when additional details become available.